Event description:
It was reported by the patient that they underwent a hernia repair procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, discomfort and nerve damage. The patient had to have the mesh removed within the first year due to mesh failure. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report mw5034933.